Event description:
It was reported that when removing the statlock device the "door was completely removed."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufp2044 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (jufp2044) have been reported from the same facility in (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached door or flap is inconclusive due to the state of the returned samples. Three PICC plus statlock device kits were returned for evaluation. An initial visual observation showed the kits were returned sealed. The statlock device within each returned kit was removed from the packaging without issue. No damage was observed on the retainers or the latches of the doors of the retainers, and no creases were observed in the hinges of the doors of the retainers. No damage or defect was found on the liners or with the adhesive on the back of the pads. An attempt was made to detach the retainers from the pads of each sample, and each retainer was found to detach completely from its respective pad with relative ease. While the retainers of the returned samples were found to become easily detached from their respective pads, this failure was evaluated via another complaint event. No damage or defect was found on the doors or liners of the returned sealed samples and no other samples were returned for evaluation; therefore, the complaint of a detached door or flap is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when removing the statlock device the "door was completely removed."